Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. A company physician has reviewed photos provided by the initial reporter and reports: two photos showing slit lamp examination direct illumination with high magnification of an anterior chamber iol, demonstrating what appears to be pigment like opacifications of different shapes, size and density, on intraocular lens body . Observations may be compatible with pigment dispersion and/or intraocular inflammation response. Origin of observations or effect on vision cannot be determined based on photo. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that six months following an intraocular lens (iol) implant procedure, he saw pigmented deposits on the iol and the patient's vision was reduced. No additional information has been received.

Manufacturer narrative:
The product was not returned. A company physician evaluated the provided photos: two photos showing slit lamp examination (sle) direct illumination with high magnification of an anterior chamber intraocular lens (iol), demonstrating what appears to be pigment like / opacifications of different shapes, size and density, on iol body . Observations may be compatible with pigment dispersion and/or intraocular inflammation response. Origin of observations or effect on vision cannot be determined based on photo. The root cause for the complaint of ¿pigmented deposition and reduction in vision cannot be determined. It is difficult to make a final determination without evaluation of the physical sample. (B)(4).